Manufacturer narrative:
Additional information: per the clinic, the patient was treated with oral antibiotics (date and duration not reported) due to the infection as reported in the initial report. It was also reported that the patient underwent revision surgery under general anesthesia on (B)(6) 2021 in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. This report is submitted on december 22, 2021.

Manufacturer narrative:
This report is submitted on oct 29, 2021.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (treatment of the infection unknown). There are plans to remove the abutment.